Event description:
The user facility reported that there was a battery failure with the automated impella controller (aic). The biomedical engineer onsite reported that there was a battery failure with the console. Battery issue on console ic9327 was that when it was plugged in, the battery did not charge past 75% and when unplugged the battery did not drop past 75%.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
No log evidence was found to confirm the reported product experience code ¿ 'battery problem.' Instead, the purge pressure drop was misreported as 'battery problem. The root cause of the periodic purge pressure drop could not be determined, as the issue could not be reproduced. Refer to (B)(4) for the investigation results related to the cassette.